Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the patient was unable to convert. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device passed functional testing without duplicating the report. The suspect multifunction cable was not returned for evaluation. The device was recertified and returned to the customer. Device logs from 8/17/25 align with the customer's description. These logs show multiple "defib pads lead fault" messages, indicating a potential connection issue with the multifunction cable (mfc). Analysis of reports of this type has not identified an increase in trend.